Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced shaking of their hands, sweating, and had loss of consciousness. Customer was unable to self-treat, requiring treatment with glucagen and glucose injection and sweet drinks provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00nezhgh has been returned and investigated. No physical damage is observed on the sensor patch. Adhesive was not returned. Therefore, issue will be closed to no product returned. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, customer experienced shaking of their hands, sweating, and had loss of consciousness. Customer was unable to self-treat, requiring treatment with glucagen and glucose injection and sweet drinks provided by third-party. There was no report of death or permanent impairment associated with this event.